Event description:
A fallopian tube clip was being applied. When the physician tried to fully re-open the clip for placement on the tube, the applicator did not allow the jaws of the clip to open. Another applicator was used to apply another clip and the case was completed. No pt problems were reported.